Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported, the infusion set adhesive loosened during a bath a couple of weeks prior to the report. The infusion set had been in use for less than 24 hours, and she placed tape over the infusion set to secure it. The next morning, her blood glucose was elevated to 300 mg/dl. Target blood glucose is 70-130 mg/dl. Pt treated hyperglycemia by changing her infusion set, and she noticed the infusion cannula was bent when it was removed. She was not able to recall if add'l treatment was needed as it did not occur recently. The alleged infusion set was discarded and not requested for eval. Pt was sent samples of 2 types of infusion sets to try. The pt did not require treatment from a health care professional or second party to address the issue.